Event description:
See h11

Manufacturer narrative:
H3: the implantable neurostimulator (ins), model 97715, s/n (B)(6) , was returned for product analysis. The returned ins passed all testing in the laboratory, and no anomalies were identified. Telemetry was restored after one physician-mode recharge. The recharge session was complete. The battery was charged from 10% to 100% in 1.5 hrs. The ins passed functional testing after restoring telemetry and a full normal recharge. Good stable output was observed using the electrode pairs ins had when received. H6: codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is year valid. G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient could no longer connect the controller to the implanted neurostimulator (ins) and was having difficulty recharging. 4 controller changes and several consultations were done: (B)(6) 2024, (B)(6) 2025. The ins was explanted and replaced; the issue has resolved. Additional information was received from the manufacturer representative. The date of removal was scheduled for (B)(6) 2025, because the neurosurgery operating program did not allow it to be done before. The problems started a few weeks after the implantation. Follow-up x-rays did not show any movement of the material. A the rep does not know exactly the date when this difficulty in connecting to the controller appeared. (They have asked for assistance regarding the list of controller and recharger replaced). The cause of the communication and charging problem has not been determined, at each consultation, the controller was disconnected from the ins, but the rep was able to reconnect and recharge the ins, we do not know if the problem was technical or human. The ins was ready for collection from the customer by a carrier when the customer has received the transport box and the return label. Further information was received, it was stated that the patient¿s controller was changed only once, on (B)(6) 2024. The elective replacement indicator (eri) code appeared 2 hours after the consultation.